Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Analysis inspected reservoir's o-rings/stopper groove for anomalies and none were found. Analysis ran basal, bolus leaking test: using a new transfer guard and plunger reservoir filled with diluent, and connected to a new infusion set. Analysis installed reservoir and connector into an insulin pump. Analysis conclusion: reservoir does not have air bubbles and does leak.

Event description:
The customer reported via phone call that there was leak on the snap cap. The customer's blood glucose was 248 mg/dl at the time of incident. The reservoir was returned for analysis.